Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with two reloads present. Both reloads were received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. The returned reloads were loaded into a test device and they fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired after the jaw was closed. Then the surgeon used another reload, but the device could not be fired as usual. The surgeon changed to a new device to complete the procedure. There were no adverse consequences for the patient.